Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page; I had the robotic surgery done with the stryker knee 18 months ago. Did the physical therapy religiously and still can¿t go into total flexion because of pain.